Event description:
The customer reported an elevated prostate-specific antigen (psa) result, above the normal reference interval, for one patient involving access 2 immunoassay system. Subsequent testing of the patient's sample produced a lower result within the normal reference interval. The elevated result was released out of the laboratory and questioned by the emergency room (ER) physician. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012 and reviewed the issue with the customer. The fse ordered a new instrument hard drive, cpu board, and an nic card. The fse noted a faulty partition on the analytical unit hard drive. The fse replaced the analytical unit hard drive, the cpu board, and the nic card. The fse verified system hardware after repairs were completed. The unit conformed to the manufacturer's performance specifications and restored to normal operations. This medwatch report is related to mdrs 2122870-2012-00645 and 2122870-2012-00608.